Event description:
It was reported the physician was implanting a 32mm gore® cardioform asd occluder. The device noted to be too large for the anatomy, so it was removed. The physician was going to implant a smaller device but while switching to a new sheath, a pericardial effusion was noted. The physician performed a pericardiocentesis and the patient¿s vitals stabilized. No device was implanted, and the patient was doing well following the procedure.